Manufacturer narrative:
Additional, changed, and/or corrected data: h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported cancer. Healthcare professional later reported "capsular contracture baker grade IV" the device remains implanted. The event is not related to the device. This record is for the right side.

Manufacturer narrative:
Further investigation summary: DHR for shell run number 10076907 did not identify any deviations, errors or omissions during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. See 10076907 run attached. Review of DHR for work order 2710723 did not identify any deviations, errors or omissions during manufacturing process that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. See 2710723 router attached. The DHR assembly report from the electronic system was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. See 2710723 report attached. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 2710723 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation.

Event description:
Health professional reported cancer (ndr). Healthcare professional later reported "capsular contracture baker grade IV." The device remains implanted. This record is for the right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health professional reported, cancer (ndr). Healthcare professional, later reported, "capsular contracture, baker grade iii". The device remains implanted. This record is for the right side.